Event description:
Initial info received from a consumer on (B)(6) 2011: a female consumer initiated treatment with injectable poly-l-lactic acid (sculptra aesthetic) [lot # and expiration date unknown] on (B)(6) 2011. The consumer provided pictures of her face showing changes from (B)(6) 2011 through (B)(6) 2011. She questioned if this degree of bruising was to be expected and asked why she had a black eye. Pt noted that on (B)(6) 2011 she was "somewhat able to cover the injection sites with makeup and be seen in public". No further relevant info reported.